Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and several inappropriate shock(s) due to an episode of atrial arrhythmia. This device reached therapy exhaustion. The device remains in service. No adverse patient effects were reported.